Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the investigation results, and the photos provided by service business unit there was foreign material inside the air/water cylinder, air/water tube, jet-tube, adhesive around the objective lens, adhesive on the bending section cover, and connecting tube. The foreign material was unable to be identified. There was no deviation from IFU in reprocessing steps on the locations where foreign material remained nor any physical damage was found at the locations. However, a definitive root cause of the foreign material could not be determined. The event can be detected/prevented by following the instructions for use which state(IFU): he suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign objects on the air/water cylinder, air/water tube, jet-tube, adhesive around the objective lens, adhesive on the bending section cover, and connecting tube. There were no reports of patient involvement.